Manufacturer narrative:
This patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a trochanteric fixation nail advanced (tfna) procedure. During the surgery, the helical blade inserter would not allow a helical blade coupling ¿connecting¿ screw to go through. The helical blade inserter handle is bent and was catching on the inside. This occurred after the nail had been implanted, as the surgeon was preparing to insert the helical blade. No fragments were involved. There was a reported five (5) minute surgical delay due to impingement inside the helical blade inserter and opening the second set for use. The procedure was successfully completed. Patient was in stable condition. Concomitant device reported: helical blade coupling connecting screw (part #03.037.026, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).